Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that noise was noted on atrial lead in a remote transmission. All associated at/af egms show oversensing of atrial lead noise. Atrial lead measurement trends are ok and stable. No intervention was reported. The patient was stable.